Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen.3 on a cobas pure c 303 analytical unit. The sample initially resulted in an hba1c value of 12.2 % and it repeated as 24.6 %. The sample was repeated five additional times, resulting in the following hba1c values: 4.55 %, 4.8 %, 4.63 %, 4.56 %, and 5 %.

Manufacturer narrative:
The field service engineer determined the rinse station was overflowing. The rinse station was adjusted and decontaminated. Reagent and sample probes were decontaminated. Performance testing was within specifications and quality controls were within range. No further issues were reported. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.